Manufacturer narrative:
The reference (B)(4) was allocated to this case by rayner. The healthcare professional observed a foreign deposit on the superflex aspheric 920h iol on opening the blister pouch and discontinued use of the product. The product was retained and returned to rayner by the korean distributor. On (B)(6) 2017, edx testing was performed. Edx testing found trace elements of iron (fe) in the deposit taken from the lens. It is not possible from the analysis to determine where the trace metal has been introduced into the blister. It is possible that they may have been introduced during manufacture; however, it is also equally possible that it was introduced once the blister had been opened at the hospital. No other reports, of any nature, have been received against the superflex aspheric 920h iol (lot: 096e89425).

Event description:
During the us FDA audit of rayner (establishment number: (B)(4)) that took place between (B)(6) 2018 the following observation was raised; "the procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established. Specifically, the firm failed to adequately document the evaluation and rationale for the decision not to submit an MDR for the following complaints: (B)(4)". In response to this observation, a corrective action plan was put in place by rayner. A review of 282 cases was performed in order to provide a clearer explanation of the decision to not report. It was also agreed that if during this review it was identified that any cases that were not reported but on review were found to satisfy the requirements of MDR reportability that appropriate reports would be submitted to FDA. The following is a report identified on review to satisfy reportability criteria. On (B)(6) 2017, rayner intraocular lenses limited received notification from its (B)(6) distributor that a healthcare professional on opening a superflex aspheric 920h iol blister pouch identified a foreign deposit on the lens.